Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. Only the proximal fragment was received for analysis. The returned lead fragment was visually and electrically analysed. The visual inspection revealed cuttings in the insulation which occurred most likely during the explantation procedure. Blood penetrated the lead. Further analysis revealed abrasion marks along the lead body which were caused most likely due to an interaction with a nearby lead. The insulation was found intact at these positions. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.

Event description:
Boston scientific received information that part of this lead was explanted. It was stated that part of the lead remains in the pocket. It is unknown why this lead was removed from service. Should additional information be received, this file will be updated. No adverse patient events were reported.